Manufacturer narrative:
Concomitant medical products: tevadaptor bag access connector; 1000 ml bag containing approximately 400 ml of cytarabine in sodium chloride injection 0.9% (baxter 1000 ml, ndc 0338-0049-04, lot number y210013, exp mar 1018); white tevadaptor adaptor; therapy date: (B)(6) 2016. The customer¿s report of bubbling in the tubing was confirmed. Visual inspection observed that the silicone segment tubing had a bulge (described in the complaint by the customer as ¿unspecified length of bubbling¿), and was weakened just below the upper fitment. Functional testing was performed; the ballooning was not replicated. The root cause of the reported bubbling in the tubing could not be determined.

Event description:
The customer reported that cytarabine was infusing at a rate of 42 ml/hr and was noted to have an unspecified length of bubbling in the tubing. The solution was reported to be at room temperature. There was no report of patient harm.